Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
The customer reported the material is shedding fibers and leaving particles on the surgical field.